Event description:
It was reported that the customer had a "problem/doubt" with the heartstart xl. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.